Event description:
It was reported that the device would intermittently restart without being touched during power up. Furthermore, the device display intermittently fades until it turns into white screen indicating a lock up condition. There was no patient use associated with the event.

Manufacturer narrative:
Corrected data: the initial medwatch report indicates: "yes". The initial medwatch report should indicate: "not returned to manufacturer". (B)(4). The initial medwatch report indicates: "physio-control has received the device for repair and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56." The initial medwatch report should indicate: "a third-party biomed has received the device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56." Additional data: a third-party biomed evaluated the device and verified the reported failure. The customer declined repair of the device. The device will not be returned to physio-control for evaluation and further cause cannot be determined.

Manufacturer narrative:
(B)(4). Physio-control has received the device for repair and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.